Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-nov-2024. Investigation summary: this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4192338. The customer returned panels, isolates and phoenix generated lab reports for the investigation. The lab reports show isolates identified as staphylococcus aureus and staphylococcus epidermidis when using the complaint batch. To investigate, customer returned panels were tested using customer returned isolates s. Aureus 3613 and s. Aureus 5246 on a phoenix m50 machine and evaluated for identification results. In addition, retention panels and control panel from the same material but different batch were inoculated with customer returned isolates s. Aureus 3613 and s. Aureus 5246 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates as s. Aureus. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (s. Aureus) was misidentified as s. Epidermidis. No health impact or consequence reported. Report 1 of 2.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (s. Aureus) was misidentified as s. Epidermidis. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.